Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings, component codes and investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood found on the exterior of the iab and between catheter and sheath. The extender tubing, pressure tubing and three-way stopcock were also returned. One kink was observed on the catheter tubing 41.4cm from the iab tip. No visual damage was found on the fiber optic sensor fiber. A sensor output test was performed, and the sensor was found to be within specification. The evaluation cannot confirm the reported failure of sensor failure as testing showed the sensor was operating within its specified limits. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Event description:
It was reported that "intra aortic balloon fiber-optic sensor failure" alarm was generated from the concomitant iabp unit approximately 10 minutes after initiating iabp therapy. In order to continue the iabp therapy, an arterial pressure signal was input from an external monitor. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6) and address is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field: h6 (medical device ¿ problem code), h4.